Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between 24-jun-2025 and 10-sep-2025 (iol implant and complaint alert dates). Section d-6b date explanted: unknown/asked information was not provided. The best date estimation is between (B)(6) 2025 (iol implant and complaint alert dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6: device code: 3191 ¿ concentric rings/lathe lines attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). The patient had an adverse reaction to the multifocal lens due to the concentric rings; she did not tolerate them, thus the iol was explanted in a secondary surgical procedure. There was no patient injury during the explant procedure. Information regarding the replacement and patient prognosis post lens exchange are both unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 05-nov-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a pouch. During a visual inspection, the device was inspected under magnification. The lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing scratches on the lens. The complaint issue "lathe lines" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.